Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient experienced toxic anterior segment syndrome (tass syndrome) accompanied with functional loss (blindness on the affected eye) and/or surgery enoclution. Detailed product information of healon 0.55ml (B)(4) is unknown. Patient date of birth and gender is unknown. No further information was provided.

Manufacturer narrative:
Outcomes attributed to adverse event: disability or permanent damage should have been selected. All pertinent information available to abbott medical optics has been submitted. Placeholder.